Manufacturer narrative:
Follow-up #1: date of submission 01/24/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/14/2014 with the following findings: review of the black box revealed no records of power on reset events. The battery compartment and cap were undamaged and the battery cap was able to fit securely on the pump. On testing, the pump powered on normally and displayed the verify screen per normal operation. The display was clear and legible and the audible and vibratory alarms were intact. The battery cap was tightened and then unscrewed ½ turn with no reboots occurring. The pump passed ¿ez-prime¿ steps and was exercised for 24 hours with no power interruption occurring. There was no damage, defect or contamination of the interior pump components. The pump cover was removed for inspection. Investigation did not confirm or duplicate the alleged complaint of no power. The pump was found to be performing as intended with no malfunction.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The distributor contacted animas on (B)(6) 2013 alleging the pump experienced an issue with power; no power. The distributor reported the screen was blank, and there was no auditory tone or vibration; however, stated that there was audible tone with insertion of the battery. No further information was provided. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged power issue remained unresolved with troubleshooting.